Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2006, a taxus stent, unknown size, was implanted. The pt returned in 6 mos later and was diagnosed with a thrombosis. Add'l info regarding this event has been requested.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore, no direct product analysis is available. The cause of the difficulties experienced during the procedure could not be determined.